Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient felt "too loopy" due to the anesthesia. Patient asked for basic patient programmer (pp) instruction. It was concluded that therapy was off, so the patient was assisted in turning stimulation on. Patient is on program 3 at 2.2v. After turning therapy on, patient confirmed feeling comfortable stimulation in the bicycle seat area. Patient later said they could no longer feel stimulation. This is considered a sudden change in therapy/symptoms. It was recommended that the patient monitor their symptoms at this setting and make an adjust if need be. Patient asked if they needed to wear the pp antenna at all times. Pp use/expectations were reviewed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.